Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an emergency endovascular treatment for impending thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The device was successfully deployed. An access vessel angiography revealed a localized vascular dissection near the bifurcation of the right iliac artery. No treatment was given for the dissection and it was left for monitoring. The procedure was concluded. On the same day, after transfer to the ICU, absence of a palpable pulse in the right lower limb was noted, and a reintervention was performed. A bare-metal stent was placed at the bifurcation of the right iliac artery. Subsequently, during additional placement of gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device), the delivery catheter of vsx became caught on the implanted bare-metal stent and caused difficulty in advancement. Although the implanted stent was shortened, delivery of the vsx device was feasible, and the vsx was successfully deployed as planned. Blood flow was confirmed to be adequate, and the procedure was completed. The reporting physician commented as follows: the patient¿s access vessel diameter was small, so the event was within expectation.